Manufacturer narrative:
Correction for section h10 statement: a field service engineer (fse) was at the customer¿s site to address the reported event. The fse confirmed the complaint by reviewing the error logs. Fse suspected an issue with the sampling nozzle assembly and its alignment with the sample cup and sample tube. Fse performed the sampling nozzle alignment with the sample cup and sample tube subsequently reset the hand touch ad value. Fse repaired and validated the analyzer by successfully performing daily check and quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. Corrected statement: a field service engineer (fse) was at the customer¿s site to address the reported event. The fse confirmed the complaint by reviewing the error logs. Fse suspected an issue with the sampling nozzle assembly and its alignment with the sample cup and sample tube. Fse performed the sampling nozzle alignment with the sample cup and sample tube, subsequently reset the hand touch ad value. However, the issue remains and fse replaced the nozzle assembly due to a suction problem and resolved the issue. Fse repaired and validated the analyzer by successfully performing daily check and quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected.

Event description:
A customer reported error message ¿2011 air detected (sample)¿ while drawing sample on the aia-360 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog iii) and beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. The fse confirmed the complaint by reviewing the error logs. Fse suspected an issue with the sampling nozzle assembly and its alignment with the sample cup and sample tube. Fse performed the sampling nozzle alignment with the sample cup and sample tube subsequently reset the hand touch ad value. Fse repaired and validated the analyzer by successfully performing daily check and quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were two similar complaints identified during the searched period including this case. The aia-360 operator's manual under section7-1: error messages states the following: (2011) air detected (sample). Description: there is no contact with the liquid surface after sample suction. Troubleshooting: contact the service department. The most probable cause of the reported event was due to a suction problem of the nozzle assembly.